Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the left common iliac artery. An 8 x 40 x 130 innova stent was selected for treatment via contralateral approach. However, after the stent was prepped and advanced over the guidewire, the stent began to flower at the hub or diaphragm of the sheath. The procedure was completed with an 8x60 innova stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that there was a kink at the nose cone. Microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed that sheath is kinked which would have contributed to the deployment issue and stent deformation.

Event description:
It was reported that inadvertent deployment occurred. The target lesion was located in the left common iliac artery. An 8 x 40 x 130 innova stent was selected for treatment via contralateral approach. However, after the stent was prepped and advanced over the guidewire, the stent began to flower at the hub or diaphragm of the sheath. The procedure was completed with an 8x60 innova stent. No patient complications were reported.